Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained via: did the event occur during one or multiple procedures? On multiple occasions. Please confirm the number of patients affected by the alleged deficiency. Around 5. How many devices demonstrated the reported alleged deficiency on each procedure? Each pack we opened was a problem, around (B)(4) items. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Passing through the tissue did this event contribute to any patient adverse event? If yes, please explain. No, not at present. Will update you accordingly if, we have any issues of dehiscence. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, we have had a problem with a batch of wires, where the wire has come away from the needle on multiple occasions. No adverse patient consequences were reported. Additional information was requested.